Manufacturer narrative:
The device was returned to the manufacturer and the complaint of leaking was not confirmed. The device was repaired and returned to the account. Mobile 28 lubricants potentially could have liquefied due to temperature of the autoclave.

Event description:
It was reported that during sterilization the sag saw began to leak fluid. There was no pt contact or adverse consequences related to this event.